Event description:
It was reported that during a ptca /stenting treatment procedure, a portion of the pt2 moderate support 185 cm star guidewire became fractured and remains in the patient's body. The lesion being treated was a calcified, 75% stenotic lesion in the proximal to mid left anterior descending (lad) coronary artery. After visualizing the lesion in the lad with the ivus catheter, the pt2 moderate support guidewire was placed into the 1st diagonal branch of the lad for protection of this collateral vessel. A cypher 3.0/23 mm stent was deployed in the mid lad lesion and across the ostium of the 1st diagonal branch artery. A cypher 3.0/13 mm stent was deployed further proximally in the lad overlapping the cypher 3.0/13 mm stent. Because the dilatatin of the proximally overlapped area was inadequate when the lesion was checked by ivus, it was postdilated at 26 atms with the delivery balloon of the cypher 3.5/18 mm stent delivery system. When angiography was performed at this time, the pt2 moderate support guidewire was not noted to be broken, but when the confirmation photo was taken in a wider view, the distal end of the pt2 guidewire was observed to have fractured off and remained in the distal in the vessel, it could not be retrieved and no further intervention was attempted. When this wire was checked outside of the body, about 11-12 mm of the distal end was missing. No other patient complications were reported and the procedure was considered successfully completed. Patient status is reported as `good'.